Manufacturer narrative:
Correction: the reported issue occurred when attempting to perform 3d tumor reconstruction in the application software where it would become unresponsive while performing the task. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty cpu. The cpu was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system was slow and would freeze occasionally. No patient was present during the time of the reported incident.